Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -1.0/2.0/001 (sphere/cylinder/axis), implantable collamer lens into the patient's leftht eye (os) on (B)(6) 2024. Refractive surprise was observed. Lens remains implanted. Cause of the event is reported as patient related factor. Reportedly, patients visual acuity is improving. Patient continues to be under observation.